Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from electrical connector (el-connector), plastic distal end cover (c-cover), and forceps elevator. Additionally, light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invaded lg-lens which led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections: - IFU states the detection method in evis exera ii tjf type q180v ¿operation manual chapter 3 preparation and inspection¿. - IFU states the detection method in tjf-q190v ¿operation manual 3.3 inspection of the endoscope¿. - IFU states the preventative measures in evis exera ii tjf type q180v ¿reprocessing manual 5.4 manually cleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to good faith efforts. Updated fields: b5 and h6 and h10. The h6 "medical device problem code" field and h9 field were corrected based on information available at the time of the initial report submission. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer confirmed that the reported problem was not encountered by the user facility, and confirmed the subject device was reprocessed according to the manual before being sent for repair.

Manufacturer narrative:
The device inspection found the adhesive around the objective lens was cracked, and the light guide lens was cracked, resulting in the stain on the lens. A leak was observed on the forceps elevator. The lever arm had corrosion. There were scratches on the grip, the switch box had discoloration, the paint on the air/water cylinder and the suction cylinder was worn. The right/left knob and up/down knob had discoloration, and the electrical connector had corrosion due to fluid ingress. A leak was observed due to a chip on the camera cover. The connecting tube had buckling, and the universal cord had wrinkling. Parts were replaced as part of the annual inspection and maintenance. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to olympus for annual maintenance with no complaint reported by the user. During inspection, foreign material was found on the forceps elevator, and a stain was found inside the light guide lens due to a crack in the lens. This report is being submitted for the malfunctions found during the device evaluation. There was no patient involvement, and no harm was reported.